Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. The vessel sealer extend instrument involved with this event has not been received for failure analysis evaluation. Although the complaint was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. A review of the advanced instrument log was not performed since there was insufficient or unconfirmed product/event information. A review of the system log was not performed since there was insufficient or unconfirmed product/event information. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided.

Event description:
It was reported that during an unspecified da vinci-assisted procedure, a "blade exposed" message was generated as the vessel sealer extend (vse) instrument was in mid-cycle. The seal was unable to be completed and resulted in bleeding of the vessel. The surgeon used a grasper to compress the bleeding while the emergency release on the vse instrument was used to remove the instrument safely. The initial vessel sealer extend instrument was replaced with a back-up vse. With the back-up vse, the seal cycle was able to complete and continue as normal. No increased blood loss was observed. The patient is recovering well. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.